Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit passed the rewind, prime/compromised force sensor system test, excessive no delivery test and displacement test. Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for high blood glucose. Customer¿s blood glucose was 400 mg/dl which was treated with injection. Customer reported that top of pump where cartridge goes in wont stay in like plastic ring fell out , disintegrated. Customer reported that piece came out of reservoir compartment. Customer has declined high blood glucose troubleshoot as they don't believe it was the insulin pump. Advise to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. The insulin pump will be returned for analysis.